Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was requested that a male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered temporary heart block requiring pacemaker implantation. During the procedure, after coming off ablation without any indication of being near the av node (dropped beats, etc), the patient went into a temporary heart block. It was discovered and confirmed by intracardiac signals. A temporary pacemaker was placed, no further intervention was required. The patient was monitored over night and was discharged the next day. Patient¿s outcome is improved. The physician is unsure regarding the cause of the adverse event. No bwi product malfunctions were reported.